Event description:
Healthcare professional reported "suspicious partial deflation". Healthcare professional later reported "deflation was confirmed after explant surgery". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Device analysis results: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, corrected and/or changed data: b.5, b.6, d.9, h.3, h.6

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6., b.5., d.6b., h.6.

Event description:
Healthcare professional reported "suspicious partial deflation". This record is for the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "suspicious partial deflation".

Event description:
Healthcare professional reported "suspicious partial deflation". This record is for the left side. Device remains implanted.